Manufacturer narrative:
The failure investigation has been completed and the alleged wake button stuck issue was verified. Additionally, the alleged touch unresponsive touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, the touch screen was unresponsive. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.